Event description:
Caller reports lancet did not retract into softclix device after firing, lancet is protruding from device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient's wife called in regards to the recall notification. The infusion device was replaced and returned. On (B)(6) 2010, an evaluation of the device determined that both the up and down buttons of the infusion device were malfunctioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The device was confirmed for not ejecting the lancets.